Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 15, 2019 - november 19, 2019. H10: the actual devices were not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed for both samples and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were identified during use of three (3) vial-mate adapters; the leak was noted between the adapter and unspecified vial. This was identified during preparation. There was no patient involvement. No additional information is available.